Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot #73b2200012 investigation did not show issues related to the complaint.

Event description:
Impossible to use. Additional information indicates that the stapler was in use and failed to fire/form staples.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 40 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Upon the first two attempts at engaging the trigger of the stapler using hand pressure, the first staple did not fire. On the third attempt, the staple fired but did not close properly. On the fourth through ninth attempts, the stapler only fired a total of two staples. It appeared that the staple misalignment prevented the remaining staples from moving down the track and firing consistently. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. Manual realignment of the staples was attempted. The next five staples formed properly. The following six staples were successfully inserted into a simulated skin pad. However, the seventh staple did not form correctly. Additional visual inspection was performed. Again, it appeared that the staple misalignment prevented the remaining staples from moving down the track and firing properly. It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance. The returned sample was manufactured prior to these corrective actions. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary, the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. Upon functional inspection, the misalignment of the first staple prevented the remaining staples from firing consistently. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was disassembled, and no defects or anomalies were observed. It could not be determined what caused the staples to misalign. The returned sample was manufactured prior to the corrective actions established to address this issue in a nonconformance. Manufacturer will continue to monitor and trend on complaints of this nature.

Event description:
Impossible to use. Additional information indicates that the stapler was in use and failed to fire/form staples.